Event description:
It was reported that the patient had low flow alarms that began on 19jun2026 and again on (B)(6) 2026. On admission, the patient's flows were persistently low, with sustained values <2.5 liters/min. The patient had remained asymptomatic throughout. Prior imaging showed a transthoracic echocardiogram (tee) performed on 15feb2026 at a speed of 5200 revolutions per minute (rpm) showed a left ventricular internal dimension in diastole (lvidd) of 6.6 cm and an ejection fraction (ef) of <15%. A repeat tte on (B)(6) 2026, also at 5200 rpm, showed an lvidd of 7.2 cm and an ef of 20%. The device speed was increased to 5400 rpm. During the hospital course, the device speed was increased at the bedside to 5800 rpm, resulting in an initial improvement in flow to 2.7 l/min, however, within 12 hours, flows declined again to around 2.5 l/min. A cardiac computed tomography angiography (cta) performed on (B)(6) 2026 demonstrated no obstruction, narrowing, or kinking of the outflow graft. A follow-up tte on (B)(6) 2026 showed the lvidd increasing to 7.4 cm. A right heart catheterization with a speed study was subsequently performed on (B)(6) 2026. There was only marginal improvement in flow and cardiac input (ci) despite progressive speed increases, and the patient was left at 6400 rpm. Log files were sent for review. The event log files captured low flow events throughout, with the flow hovering around the 2.4 to 2.5 liters per minute (lpm) range. The patient later had a pump exchange on (B)(6) 2026. Computed tomography (CT) demonstrated a patent graft, while right heart catheterization showed an inability to offload. Thrombus was identified within the explanted pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.